Event description:
It was reported that a user observed insulin delivery from the ilet despite insulin on board and trending glucose declines following a usual meal, expressed concern about continued dosing during a drop from the 180s, and later experienced a low glucose value treated with oral juice. Symptoms included shakiness and sweating associated with hypoglycemia. Outcomes included the need for self-treatment with oral glucose and user distress. Investigation included review of synchronized device reports and assessment of insulin delivery relative to glucose trends. Investigation of this case revealed user-reported perceived overdelivery while device data showed corrective dosing when glucose was elevated and no further delivery when glucose reached lower values, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.